Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078755) on 10-aug-2018. The most recent information was received on 08-aug-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('contractions in my abdomen'), pelvic infection ('infection (other) describe: pelvic'), menorrhagia ('heavy periods /abnormal bleeding(menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 42-year-old female patient who had essure (batch no. 794897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included hypertension, hiatal hernia, vulvovaginal mycotic infection, anxiety, uterine leiomyoma, uterine bleeding, charcot-marie-tooth disease, chronic obstructive lung disease, obesity, chronic respiratory failure, hypercapnia, endometrial thickening and uterine adhesions. Concomitant products included desvenlafaxine succinate (pristiq), levonorgestrel (mirena), losartan and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria disability and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("bad lower back pain"), fatigue ("fatigue"), dyspepsia ("digestive issues"), abdominal distension ("bloating"), oedema ("edema"), night sweats ("night sweats"), feeling abnormal ("brain fog") and memory impairment ("memory issues") and was found to have weight increased ("weight gain"), 3 years 1 month after insertion of essure. In (B)(6) 2017, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain") and dysmenorrhoea ("heavy cramping monthly (during periods)"). In (B)(6) 2018, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with surgery (d and c, novasure endometrial ablation. And bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, back pain, feeling abnormal and pelvic pain had resolved, the pelvic infection, vaginal haemorrhage, vaginal discharge, perineal pain and dysmenorrhoea outcome was unknown and the weight increased, fatigue, dyspepsia, abdominal distension, oedema, night sweats and memory impairment was resolving. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspepsia, fatigue, feeling abnormal, memory impairment, menorrhagia, night sweats, oedema, pelvic infection, pelvic pain, perineal pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: consumer was never checked for a nickel allergy. Consumer mentioned a serious injury (disability/permanent damage) but did not specify it to one of the events. There were five coils on the left and three coils on the right remaining in the endometrial cavity at the conclusion of the case. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: rotary dextroscoliosis of the thoracic lumbar spine, simple cysts in the kidneys, non obstructing right kidney stone without ureteral calculus identified, bilateral appropriately positioned essure devices, cardiomegaly, focal areas of atelectasis in the right middle lobe and right lower lobe, old granulomatous disease in the chest, status post splenectomy, an umbilical hernia has fat within it. There are small uterine fibroids without a pathologically enlarged uterus. Hysterosalpingogram on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia , abdominal pain in pelvis. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs and mr received. Reporters information updated. Lot no. Was added. New events :abnormal bleeding (vaginal), infection : pelvic ,pain: perineal , heavy cramping monthly during periods , pelvic pain ,vaginal discharge were added. Event verbatim were updated: heavy periods /abnormal bleeding(menorrhagia).event outcome were updated : pelvic pain, heavy bleeding during periods to recovered .medical history , lab data, concomitant drugs , historical drug, were added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078755) on 10-aug-2018. The most recent information was received on 22-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('contractions in my abdomen'), pelvic infection ('infection (other) describe: pelvic'), menorrhagia ('heavy periods /abnormal bleeding(menorrhagia)/menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 42-year-old female patient who had essure (batch no. 794897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included hypertension, hiatal hernia, vulvovaginal mycotic infection, anxiety, uterine leiomyoma, uterine bleeding, charcot-marie-tooth disease, chronic obstructive lung disease, obesity, chronic respiratory failure, hypercapnia, endometrial thickening and uterine adhesions. Concomitant products included desvenlafaxine succinate (pristiq), levonorgestrel (mirena), losartan and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria disability and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("bad lower back pain"), fatigue ("fatigue"), dyspepsia ("digestive issues"), abdominal distension ("bloating"), oedema ("edema"), night sweats ("night sweats"), feeling abnormal ("brain fog") and memory impairment ("memory issues") and was found to have weight increased ("weight gain"), 3 years 1 month after insertion of essure. In august 2017, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain") and dysmenorrhoea ("heavy cramping montly (during periods)"). In february 2018, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with surgery (d and c, novasure endometrial ablation. And bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, pelvic infection, menorrhagia, back pain, weight increased, fatigue, feeling abnormal and pelvic pain had resolved, the vaginal haemorrhage, vaginal discharge, perineal pain and dysmenorrhoea outcome was unknown and the dyspepsia, abdominal distension, oedema, night sweats and memory impairment was resolving. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspepsia, fatigue, feeling abnormal, memory impairment, menorrhagia, night sweats, oedema, pelvic infection, pelvic pain, perineal pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: consumer was never checked for a nickel allergy. Consumer mentioned a serious injury (disability/permanent damage) but did not specify it to one of the events. There were five coils on the left and three coils on the right remaining in the endometrial cavity at the conclusion of the case. Patient received treatment for pelvic pain, abdominal pain, menorrhagia, vaginal discharge, fatigue, weight gain and pelvic infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: 1. Rotary dextroscoliosis of the thoracic lumbar spine 2. Simple cysts in the kidneys. 3. Non obstructing right kidney stone without ureteral calculus identified. 4. Bilateral appropriately positioned essure devices. 5. Cardiomegaly. 6. Focal areas of atelectasis in the right middle lobe and right lower lobe. 7. Old granulomatous disease in the chest. 8, status post splenectomy. 9. An umbilical hernia has fat within it. 9. There are small uterine fibroids without a pathologically enlarged uterus.. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.. Imaging procedure - on (B)(6) 2011: essure confirmation test unspecified- bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia , abdominal pain, pain in pelvis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: fu 5, 6 & 7 processed together. Pfs received- the outcome of event fatigue, weight was updated from recovering to recovered and pelvic infection updated from unknown to recovered. Lab data was added. Reporter's information was added. On 21-nov-2019: fu 5, 6 & 7 processed together. Pfs received- no new significant information. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078755) on 10-aug-2018. The most recent information was received on 14-aug-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('contractions in my abdomen'), pelvic infection ('infection (other) describe: pelvic'), menorrhagia ('heavy periods /abnormal bleeding(menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 42-year-old female patient who had essure (batch no. 794897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included hypertension, hiatal hernia, vulvovaginal mycotic infection, anxiety, uterine leiomyoma, uterine bleeding, charcot-marie-tooth disease, chronic obstructive lung disease, obesity, chronic respiratory failure, hypercapnia, endometrial thickening and uterine adhesions. Concomitant products included desvenlafaxine succinate (pristiq), levonorgestrel (mirena), losartan and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria disability and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("bad lower back pain"), fatigue ("fatigue"), dyspepsia ("digestive issues"), abdominal distension ("bloating"), oedema ("edema"), night sweats ("night sweats"), feeling abnormal ("brain fog") and memory impairment ("memory issues") and was found to have weight increased ("weight gain"), 3 years 1 month after insertion of essure. In (B)(6) 2017, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain") and dysmenorrhoea ("heavy cramping montly (during periods)"). In (B)(6) 2018, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with surgery (d and c, novasure endometrial ablation. And bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, back pain, feeling abnormal and pelvic pain had resolved, the pelvic infection, vaginal haemorrhage, vaginal discharge, perineal pain and dysmenorrhoea outcome was unknown and the weight increased, fatigue, dyspepsia, abdominal distension, oedema, night sweats and memory impairment was resolving. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspepsia, fatigue, feeling abnormal, memory impairment, menorrhagia, night sweats, oedema, pelvic infection, pelvic pain, perineal pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: consumer was never checked for a nickel allergy. Consumer mentioned a serious injury (disability/permanent damage) but did not specify it to one of the events. There were five coils on the left and three coils on the right remaining in the endometrial cavity at the conclusion of the case. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: 1. Rotary dextroscoliosis of the thoracic lumbar spine simple cysts in the kidneys non obstructing right kidney stone without ureteral calculus identified bilateral appropriately positioned essure devices cardiomegaly focal areas of atelectasis in the right middle lobe and right lower lobe old granulomatous disease in the chest status post splenectomy an umbilical hernia has fat within it. There are small uterine fibroids without a pathologically enlarged uterus.. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia , abdominal pain pain in pelvis . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078755) on 10-aug-2018. The most recent information was received on 09-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("contractions in my abdomen") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included desvenlafaxine succinate (pristiq), losartan and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, 3 years 1 month after insertion of essure, the patient experienced abdominal pain (seriousness criteria disability and intervention required), back pain ("bad lower back pain"), weight increased ("weight gain"), fatigue ("fatigue"), dyspepsia ("digestive issues"), abdominal distension ("bloating"), oedema ("edema"), night sweats ("night sweats"), feeling abnormal ("brain fog"), memory impairment ("memory issues") and menorrhagia ("heavy periods"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with cornual resection to remove the coils). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain and back pain had resolved and the weight increased, fatigue, dyspepsia, abdominal distension, oedema, night sweats, feeling abnormal, memory impairment and menorrhagia was resolving. The reporter considered abdominal distension, abdominal pain, back pain, dyspepsia, fatigue, feeling abnormal, memory impairment, menorrhagia, night sweats, oedema and weight increased to be related to essure. The reporter commented: consumer was never checked for a nickel allergy. Consumer mentioned a serious injury (disability/permanent damage) but did not specify it to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Initially received via regulatory authority (food and drug administration, reference number: mw5078755) on 10-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("contractions in my abdomen") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included desvenlafaxine succinate (pristiq), losartan and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, 3 years 1 month after insertion of essure, the patient experienced abdominal pain (seriousness criteria disability and intervention required), back pain ("bad lower back pain"), weight increased ("weight gain"), fatigue ("fatigue"), dyspepsia ("digestive issues"), abdominal distension ("bloating"), oedema ("edema"), night sweats ("night sweats"), feeling abnormal ("brain fog"), memory impairment ("memory issues") and menorrhagia ("heavy periods"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with cornual resection to remove the coils). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain and back pain had resolved and the weight increased, fatigue, dyspepsia, abdominal distension, oedema, night sweats, feeling abnormal, memory impairment and menorrhagia was resolving. The reporter considered abdominal distension, abdominal pain, back pain, dyspepsia, fatigue, feeling abnormal, memory impairment, menorrhagia, night sweats, oedema and weight increased to be related to essure. The reporter commented: consumer was never checked for a nickel allergy. Consumer mentioned a serious injury (disability/permanent damage) but did not specify it to one of the events. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078755) on 10-aug-2018. The most recent information was received on 28-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('contractions in my abdomen'), pelvic infection ('infection (other) describe: pelvic'), menorrhagia ('heavy periods /abnormal bleeding(menorrhagia)/menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 42-year-old female patient who had essure (batch no. 794897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included hypertension, hiatal hernia, vulvovaginal mycotic infection, anxiety, uterine leiomyoma, uterine bleeding, charcot-marie-tooth disease, chronic obstructive lung disease, obesity, chronic respiratory failure, hypercapnia, endometrial thickening and uterine adhesions. Concomitant products included desvenlafaxine succinate (pristiq), levonorgestrel (mirena), losartan and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria disability, medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("bad lower back pain"), fatigue ("fatigue"), dyspepsia ("digestive issues"), abdominal distension ("bloating"), oedema ("edema"), the first episode of night sweats ("night sweats"), feeling abnormal ("brain fog") and memory impairment ("memory issues/forgetfulness") and was found to have weight increased ("weight gain"), 3 years 1 month after insertion of essure. In (B)(6) 2017, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain") and dysmenorrhoea ("heavy cramping monthly (during periods)"). In (B)(6) 2018, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), peripheral swelling ("foot and leg swelling"), sinus headache ("sinus headache"), dyspnoea ("shortness of breath"), uterine enlargement ("uterus is enlarged"), nephrolithiasis ("a tiny kidney stone"), renal cyst ("cyst on one kidney"), the second episode of night sweats ("night sweats"), inflammation ("inflammation nos"), dyspareunia ("painful sex"), scoliosis ("scoliosis") and arthralgia ("joint pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (d and c, novasure endometrial ablation. And bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, pelvic infection, menorrhagia, back pain, weight increased, fatigue, feeling abnormal, pelvic pain and peripheral swelling had resolved, the vaginal haemorrhage, vaginal discharge, perineal pain, dysmenorrhoea, sinus headache, uterine enlargement, uterine leiomyoma, nephrolithiasis, renal cyst, the last episode of night sweats, inflammation, dyspareunia, scoliosis and arthralgia outcome was unknown and the dyspepsia, abdominal distension, oedema, memory impairment and dyspnoea was resolving. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, dyspepsia, dyspnoea, fatigue, feeling abnormal, inflammation, memory impairment, menorrhagia, nephrolithiasis, oedema, pelvic infection, pelvic pain, perineal pain, peripheral swelling, renal cyst, scoliosis, sinus headache, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of night sweats and the second episode of night sweats to be related to essure. The reporter commented: consumer was never checked for a nickel allergy. Consumer mentioned a serious injury (disability/permanent damage) but did not specify it to one of the events. There were five coils on the left and three coils on the right remaining in the endometrial cavity at the conclusion of the case. Patient received treatment for pelvic pain, abdominal pain, menorrhagia, vaginal discharge, fatigue, weight gain and pelvic infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: 1. Rotary dextroscoliosis of the thoracic lumbar spine. 2. Simple cysts in the kidneys. 3. Non obstructing right kidney stone without ureteral calculus identified. 4. Bilateral appropriately positioned essure devices. 5. Cardiomegaly. 6. Focal areas of atelectasis in the right middle lobe and right lower lobe. 7. Old granulomatous disease in the chest. 8, status post splenectomy. 9. An umbilical hernia has fat within it. 9. There are small uterine fibroids without a pathologically enlarged uterus. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: essure confirmation test unspecified- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: information received via social media: new events - foot and leg swelling, sinus headache, shortness of breath, uterus is enlarged, fibroids, a tiny kidney stone, cyst on one kidney, night sweats, inflammation nos, painful sex, scoliosis were added. Reporter's information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078755) on 10-aug-2018. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('contractions in my abdomen'), pelvic infection ('infection (other) describe: pelvic'), menorrhagia ('heavy periods /abnormal bleeding(menorrhagia)/menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), salpingitis ('inflammation of tubes and uterus') and uterine inflammation ('inflammation of tubes and uetrus') in a 42-year-old female patient who had essure (batch no. 794897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included hypertension, hiatal hernia, vulvovaginal mycotic infection, anxiety, uterine leiomyoma, uterine bleeding, charcot-marie-tooth disease, chronic obstructive lung disease, obesity, chronic respiratory failure, hypercapnia, endometrial thickening and uterine adhesions. Concomitant products included desvenlafaxine succinate (pristiq), levonorgestrel (mirena), losartan and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria disability, medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("bad lower back pain"), fatigue ("fatigue"), dyspepsia ("digestive issues"), abdominal distension ("bloating"), oedema ("edema"), the first episode of night sweats ("night sweats"), feeling abnormal ("brain fog") and memory impairment ("memory issues/forgetfulness") and was found to have weight increased ("weight gain"), 3 years 1 month after insertion of essure. In (B)(6) 2017, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain") and dysmenorrhoea ("heavy cramping montly (during periods)"). In (B)(6) 2018, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criterion medically significant), pelvic pain ("pelvic pain , I kew the coils were hurting me"), peripheral swelling ("foot and leg swelling"), sinus headache ("sinus headache"), dyspnoea ("shortness of breath"), uterine enlargement ("uterus is enlarged"), nephrolithiasis ("a tiny kidney stone"), renal cyst ("cyst on one kidney"), the second episode of night sweats ("night sweats"), inflammation ("inflammation nos"), dyspareunia ("painful sex"), scoliosis ("scoliosis"), arthralgia ("joint pain"), neuromyopathy ("she was also in respiratory failure due to neuromuscular disease"), respiratory failure ("she was also in respiratory failure due to neuromuscular disease") and loss of libido ("loss of libido") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (d and c, novasure endometrial ablation. And bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, pelvic infection, menorrhagia, back pain, weight increased, fatigue, feeling abnormal, pelvic pain, peripheral swelling and loss of libido had resolved, the vaginal haemorrhage, salpingitis, uterine inflammation, vaginal discharge, perineal pain, dysmenorrhoea, sinus headache, uterine enlargement, uterine leiomyoma, nephrolithiasis, renal cyst, the last episode of night sweats, inflammation, dyspareunia, scoliosis, arthralgia, neuromyopathy and respiratory failure outcome was unknown and the dyspepsia, abdominal distension, oedema, memory impairment and dyspnoea was resolving. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, dyspepsia, dyspnoea, fatigue, feeling abnormal, inflammation, loss of libido, memory impairment, menorrhagia, nephrolithiasis, neuromyopathy, oedema, pelvic infection, pelvic pain, perineal pain, peripheral swelling, renal cyst, respiratory failure, salpingitis, scoliosis, sinus headache, uterine enlargement, uterine inflammation, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of night sweats and the second episode of night sweats to be related to essure. The reporter commented: consumer was never checked for a nickel allergy. Consumer mentioned a serious injury (disability/permanent damage) but did not specify it to one of the events. There were five coils on the left and three coils on the right remaining in the endometrial cavity at the conclusion of the case. Patient received treatment for pelvic pain, abdominal pain, menorrhagia, vaginal discharge, fatigue, weight gain and pelvic infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: 1. Rotary dextroscoliosis of the thoracic lumbar spine 2. Simple cysts in the kidneys. 3. Non obstructing right kidney stone without ureteral calculus identified. 4. Bilateral appropriately positioned essure devices. 5. Cardiomegaly. 6. Focal areas of atelectasis in the right middle lobe and right lower lobe. 7. Old granulomatous disease in the chest. 8, status post splenectomy. 9. An umbilical hernia has fat within it. 9. There are small uterine fibroids without a pathologically enlarged uterus.. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.. Imaging procedure - on (B)(6) 2011: essure confirmation test unspecified- bilateral occlusion.. Concerning the injuries reported in this case the following were reported via social media- neuromyopathy, respiratory failure, loss of libido, salpingitis, uterine inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: events "she was also in respiratory failure due to neuromuscular disease", loss of libido, inflammation of tubes and uterus were added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.